Event description:
Electrical issues were noted to the subject pacemaker. Reportedly, the device was implanted on (B)(6) 2011 with no connection irregularities noted. During a follow up on (B)(6) 2014, it was observed that the ventricular lead impedance increased. At the follow up performed on (B)(6) 2014, ventricular lead impedance above 3 kohms, pacing and sensing failure were identified. The fluoroscope check revealed that the lead tip was visible in a correct position in the ventricular distal connector block on the pacemaker. A re-intervention was performed on (B)(6) 2014. During the procedure each lead was confirmed to be appropriately connected to the pacemaker. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The lead showed normal impedance and good threshold. The ventricular lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular leads were kept implanted.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly, the device was implanted on (B)(6) 2011 with no connection irregularities noted. During a follow up on (B)(6) 2014, it was observed that the ventricular lead impedance increased. At the follow up performed on (B)(6) 2014, ventricular lead impedance above 3 kohms, pacing and sensing failure were identified. The fluoroscope check revealed that the lead tip was visible in a correct position in the ventricular distal connector block on the pacemaker. A re-intervention was performed on (B)(6) 2014. During the procedure each lead was confirmed to be appropriately connected to the pacemaker. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The lead showed normal impedance and good threshold. The ventricular lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular leads were kept implanted.

Event description:
Electrical issues were noted to the subject pacemaker. Reportedly, the device was implanted on (B)(6) 2011 with no connection irregularities noted. During a follow up on (B)(6) 2014, it was observed that the ventricular lead impedance increased. At the follow up performed on (B)(6) 2014 ventricular lead impedance above 3 kohms, pacing and sensing failure were identified. The fluoroscope check revealed that the lead tip was visible in a correct position in the ventricular distal connector block on the pacemaker. A re-intervention was performed on (B)(6) 2014. During the procedure each lead was confirmed to be appropriately connected to the pacemaker. The ventricular lead was disconnected and measured by an analyzer: no irregularities were noted. The lead showed normal impedance and good threshold. The ventricular lead was mechanically stressed by bending and pulling, impedance and threshold did not alter after this maneuvers. The subject pacemaker was replaced and both the existing atrial and ventricular leads were kept implanted.